Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported that the patient's ipg incision site had a small area that was slightly open. The patient was treated with antibiotics for a week as a precaution and it's unknown if the issue is resolved as the physician did not need an abbott representative present for the follow-up on the wound issue.